Event description:
It was reported that on four separate occasions the pump allegedly changed rates. The user facility did not document any serial numbers. The nurses stated in the last incident the pump was set to deliver 12 ml/hr and when she returned found the pump was running at 100 ml/hr. There was no resultant pt complication in any of the reported incidents.